Event description:
It was reported that the drug concentration and dosing were changed from 150 mcg/ml at 90 mcg/day to 250 mcg/ml at 150 mcg/day; the pump was actually programmed to deliver 9.65 mcg/day. The pt experienced a loss of therapeutic effect with spasms after a few hours and required oral baclofen until the next day when the pump was reprogrammed. According to the reporter, the pt was fine shortly after the reprogramming.